Event description:
It was reported that high impedance had been observed following a diagnostic test. X-rays were received and reviewed by the manufacturer. The x-rays revealed a lead fracture in the portion of the lead in the neck. It was also noted during the review that the lead had not been implanted using strain relief as described in labeling. The physician was re-trained on the manufacturer's recommendations for proper lead strain relief. The patient was then taken to surgery where the lead was replaced. The explanted lead was retained by the explanting facility and will not be returned to the manufacturer therefore product analysis cannot be completed.